Manufacturer narrative:
In response to FDA report number: mw5089737. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via regulatory agency, a right side ¿two breast masses¿, ¿enlarged internal mammary chain lymph node¿, and ¿enlarged lymph node¿. Device has been explanted.